Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker had reverted to safety mode. The patient is dependent and with safety mode programming had multiple syncopal episodes. This device was urgently replaced. Another pacemaker was implanted to complete this procedure. This pacemaker has not been returned at this time. No additional adverse patient effects were reported.